Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ripples," and "rupture".

Event description:
Patient reported right side "rupture." Patient also reported "lump was found in the breast" not related to the device. Device remains implanted.